Event description:
This event was captured based on review of an article: it was reported that a dual-center retrospective study identified a total of 382 patients who underwent carotid artery stenting (cas) from the tran radial approach. Cas was successful in 347/382 (91%) patients; the mean age was 68 +/- 0.5 years and 249 (70%) were male. Clinical outcome for this case was as follows: 23/247(7%) radial artery occlusion; no major vascular complications occurred. No myocardial infarction (mi) occurred. Although other serious/adverse clinical outcomes were reported in the article, they have previously been reported. The abbott stents utilized were an xact stent deployed in 177 (51%); xpert 13 (4%), acculink 10 (3%). The embolic protection devices utilized were an emboshield nav6 192 (55%), emboshield 20 (6%), accunet 9 (2%); via right internal carotid artery (rica) a tadii guide wire 10 (5%), supracore 11 (6%); via left internal carotid artery (lica) a tadii 11 (8%), supracore 4 (3%). It was noted that the overall complication rate in the current study is low; although 23 patients had asymptomatic postprocedure radial occlusion. In this study, the right radial artery was used in all cases. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported product deficiency. The reported patient effect of occlusion is a known observed and potential adverse event as listed in the xpert self-expanding stent system electronic instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. It was reported the xpert was used in the carotid artery. It should be noted the xpert stent system instructions for use (IFU) state the device is indicated for insufficient result after percutaneous transluminal angioplasty (pta) and for bile duct obstruction caused by malignant tumors (treated via transhepatic approach). The other abbott devices of xact, and acculink as referenced are being filed under separate MFR numbers.